Event description:
It was reported that the pump indicated 'no disposable, pump won't run'. A new cassette was used and the pump was able to run without issues. No patient injury was reported.

Manufacturer narrative:
Brand name, catalog number and UDI, 510k are unknown; no additional information was received. Initial reporter also sent report to FDA?: yes, medwatch mw5107970. No product sample was received; therefore, visual and functional testing could not be performed and no root cause could be determined. No lot number was provided; therefore, a device history record (DHR) review could not be completed.